Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had bad a picture and lines. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d9, g3, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that a faulty charged coupled device led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.